Event description:
It was reported that the fogarty embolectomy catheter was withdrawn to "sweep for clots" and the balloon burst. Follow up indicated that the balloon appeared intact when it was withdrawn; no retrieval was necessary. There were no patient complications.

Manufacturer narrative:
One thru-lumen catheter was received in the lab coiled into a circle without the packaging. The balloon and balloon windings were visually inspected for indication of damage or abnormality. The balloon was found ruptured in the central area of the latex. The rupture is 0.096" x 0.070" and there does appear to be latex missing. The edges of the rupture site do not match-up. Both distal and proximal windings were found to be in good condition. The complaint was confirmed; however, there was no evidence of a manufacturing nonconformance found during the evaluation. It appears that procedural factors may have contributed to the event. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.